Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged medical consultations and injuries, however; no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 or (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) or an unspecified bard/davol ventralight st (device #2). Ni/ni/ni: the patient had unspecified injuries, including consultations with medical providers. The patient is making a claim for an adverse patient outcome against the composix e/x (device #1) and the ventralight st (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."